Event description:
It was reported by the customer that during a femoral catheter insertion, the physician found the catheter was longer than 16 cm. As a result, there was a vascular perforation. Additional information received on 05/26/09 indicated that there was a hematoma at the femoral vein. There was no need for vascular repair. Compression was applied to the insertion site. The patient was fine with no clinical consequences associated to the insertion of the catheter. A new kit was used without event.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. However, subsequent events indicated that the event was reportable. Field corrective action was initiated on august 5, 2009. Follow-up report will be filed if additional information becomes available.